Manufacturer narrative:
Information is unknown about the actual device involved in the event. The most recently purchased lot number was 12093ar. Expiration date=05/31/2010, MFR date: 06/2007 for the most recently purchased lot number. Evaluation summary: the device involved in the event was not returned for evaluation, so a retained sample was evaluated. A retained sample was not available for 12093ar, so a sample was tested. The retained sample was evaluated for functionality with no issues noted. The device history record was reviewed for 12093ar and no anomalies were noted related to this event.

Event description:
It was reported that during the procedure, a pop was heard while creating the mitral annulus lesion. Suture was used to repair site. The case was completed with no further consequence.